Event description:
On (B)(6) 2011, the reporter contacted animas on behalf of his daughter (the patient) alleging that the pump was gaining time. The reporter claimed that the pump's date/time was correct earlier that day. However, at the time of the contact with animas, the reporter claimed that the pump's time was now an hour ahead. The pump's alarm history, prime history, and bolus history were reportedly inaccurate. The pump was replaced. The reporter mentioned that the patient was in a hospital and was being treated with IV insulin, and lantus and novolog insulins. The reporter also mentioned that the patient has addison's disease and was on prednisone therapy. On (B)(6) 2011, the patient's cannula was found to be kinked. However, the reporter claimed that the patient's bg's remained elevated even with a site and set change. Based on the information provided, this complaint is being reported due to the following conclusion: the reporter claimed that the pump was gaining time. There is no evidence, however, that the pump contributed to the patient's elevated bg level's. The patient's elevated bg levels can be attributed to the fact the patient was undergoing steroid therapy. Also, the patient's bg levels remained high after the site/set were changed.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.